Manufacturer narrative:
(B)(4). D10: item#: 00223200418; lot#: 66187531. E1: full establishment name and address: (B)(6). G2: foreign - event occurred in china. Attempts have been made to gather product ID information and no further info is available no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The doctor noted patient noncompliance could have contributed. The reported event is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation approximately one (1) year and two (2) months ago. Subsequently the patient presented with discomfort approximately three (3) months ago and it was later confirmed by radiographs that the plate implant was fractured. It is noted that the surgeon's feedback was that the patient's unreasonable behavior and failure to follow doctor's advice led to the fracture of the implant. There is no revision surgery that has occurred. Attempts have been made and no further information has been provided.